Event description:
It was reported that dosing on the ilet suspended after a dexcom g6 sensor and transmitter change because the new transmitter was not paired to the ilet, and the user did not enter a blood glucose value when prompted, leading to a bg run expiration and continued suspension. Symptoms included hyperglycemia with a glucometer reading of 221 mg/dl, decreasing to 199 mg/dl after guidance and resumption of dosing. Outcomes included temporary interruption of insulin dosing with recovery after continuous glucose monitor (cgm) pairing and bg entry, without hospitalization. Investigation included remote troubleshooting and user education regarding bg run parameters, cgm pairing, and the requirement to connect cgm or enter bg to maintain dosing. Investigation of this case revealed user setup error and use error, specifically failure to pair the new transmitter and failure to enter a bg when prompted, which caused dosing to stop per system design safeguards. It was concluded, based on previously established findings for similar reports, that the cause was user error.